Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0209433. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and the reported issue was unable to be confirmed. No testing was performed on the returned samples. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10

Event description:
It was reported while testing for sars cov-2 8 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. Employees were sent home until the repeat tests gave negative results. There was no patient impact was otherwise reported. Eua#: (B)(4)

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 8 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. Employees were sent home until the repeat tests gave negative results. There was no patient impact was otherwise reported. Eua#: (B)(4).